Event description:
A malfunction on the pump was reported by the caller. There was no adverse impact to the customer's blood glucose level. Cts provided pump reset information and assisted the caller with resetting the pump, which successfully resolved the malfunction without recurrence. The caller was instructed to contact support again if any malfunction code recurs, and the caller acknowledged and understood the instructions.